Event description:
Reportedly, the instrument could not be removed, the knife did not cut the tissue completely. A post resection had to be done. During the second usage again the instrument did not cut, but it could be removed. One tissue ring stayed in the anastomosis. Procedure: resection.